Manufacturer narrative:
The device has been received for evaluation. However, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported, that a cartridge change error occurred. Customer reverted to an alternate method of insulin delivery. Customer's blood glucose was 306 mg/dl.